Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was replaced for an unknown indication.

Event description:
Additional information indicates that when the patient presented for a follow-up in clinic, right atrial lead noise was observed. The physician elected to cap and replace the lead (B)(6) 2019 and the patient was stable throughout.